Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was motor not running in the event history log (ehl). An occlusion test was performed. The motor not running was not reproduced during functional testing. The issue was occurring because the involved components were worn. The stepper motor, motor mount, worm gear, leadscrew and both clutch halves was replaced to address the reported product problem.

Event description:
It was reported that the motor on the medfusion was not running.